Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the ball bearing from the half-height cubie drawer had fallen out. A field service engineer (fse) replaced the drawer. Functionality and inventory tests were performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 3.1 ball bearing was fell out. The customer stated that this malfunction occurred while dispensing the medication and caused a delay, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 3.1 ball bearing was fell out. The customer stated that this malfunction occurred while dispensing the medication and caused a delay, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.